Event description:
On (B)(6) 2023, a registered nurse (rn) reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was utilizing heparin for peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s peritonitis infection; however, no additional information was obtained. Patient demographics (other than gender), patient contact information, laboratory results, treatment details, temporal and/or causal relationship to pd therapy and patient¿s current status remain unknown. In the final follow up conducted for this complaint file, it was reported this patient was ¿discharged¿; however, it was not explained if the patient was discharged from a hospitalization or the dialysis clinic itself. No further information was provided in the follow up. In the intake, there was no indication the patient¿s peritonitis was related to the performance of any fresenius product(s) or device(s). Additionally, there is no allegation or objective evidence indicating this serious injury or any other related adverse event(s) occurred related to a deficiency or malfunction of any fresenius product(s) or device(s).